Manufacturer narrative:
There was no indication of any malfunction of the device. Not returned by hospital.

Event description:
Allegedly, the patient underwent a robotic assisted laparoscopy supracervical hysterectomy and bilateral salpingo-oophorectomy for uterine fibroids on (B)(6) 2012 in which a morcellator was used. On (B)(6) 2012 leiomyosarcoma was diagnosed shortly after the surgery based upon the pathological analysis. She died on (B)(6) 2013.